Event description:
It was reported that the pt underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2010 and a sling was implanted. During the same procedure, the xenform soft tissue repair matrix was implanted to treat pelvic organ prolapse. The pt experienced pain, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional info is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, urinary retention, urinary tract infection, dyspareunia, and vaginal itching. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The initial medwatch and supplemental medwatch reports were sent to the FDA via usps. This supplemental medwatch report is being submitted electronically.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.